Manufacturer narrative:
Initial reporter also send a report to FDA: on mar 07 2016, q core have been informed that the event was reported to the FDA by the customer, the reference number: mw5043416.

Event description:
The event was reported by a customer from USA: "a broken sapphire epidural pump charger that I was given (B)(6). The sad story attached to this is picture is, one of the fmc nurses received a shock from this device. It was plugged into the head wall somewhat behind the pt's bed. I believe she did not notice the top cover was missing and received a shock as she attempting to unplug it from the wall. Our epidural pumps have been in use since (B)(6) of this year and this is the third bad plug in power supply I have received, and the second one with a split outside plastic case. They seem to be breaking at a glued seam between the top and the bottom halves. I have other devices with a somewhat similar style plug in power supply but other than an occasional cracked housing I've not seem the plastic cases broken in half like these ones. I believe the power supply that is used with the sapphire epidural pumps does not stand up to normal medical staff/ pt use and should be replaced with a more robust power supply as soon as possible. Delay in therapy: unk. Need for medical intervention: unk".

Manufacturer narrative:
(B)(4).